Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead impedance was dropping and a lead warning issued due to low impedance. It was reported that the patient has been experiencing hypertrophic cardiomyopathy (hocm) for 4 years. There was a rise in thresholds and diminishing r waves. The lead is still in use. No patient complications have been reported as a result of this event.